Event description:
The patient reported that her neurostimulator (ins) needed to be replaced because it was causing problems. The patient indicated that the therapy was cutting in and out and getting shocking or jolting sensation and pain which started couple months prior to the call. The patient reported that she seen several health care provider (hcp) that told her that ¿ins could not be change the (modular) meaning implant because it was no good¿. The patient wanted to know if modular / implant can be changed. The patient stated that they would have to pull out 2 leads. The patient stated that the hcp told her the ins that was inside of her was not approve and no one can do anything with it. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3889-28, lot# v012107, implanted: (B)(6) 2007, product type: lead; product ID 3889-28, lot# v010350, implanted: (B)(6) 2007, product type: lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).